Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The customer has indicated that the device will be returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the dermatome handpiece does not work properly and cuts are not correct. There was no harm and no delay. No adverse events have been reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device history record for zimmer air dermatome serial number (B)(6) was reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number (B)(6) prior to (B)(6) 2019, the device was noted to have not been previously repaired. On (B)(6) 2019, it was reported from (B)(6) that a dermatome does not work properly and does not cut correctly. The customer was asked to return their device for evaluation; however, the customer decided against returning it. As such, no evaluation or repair can be reviewed as part of the investigation into the reported event. The customer did not return the reported device to a zimmer facility for evaluation or repair. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.